Manufacturer narrative:
Date of birth: (B)(6).

Event description:
A report was received that the patient had difficulty charging and the ipg went into hibernation. It is suspected that the thermistor was triggered while charging as a result of high outside temperatures. During the time the patient ipg was in hibernation. He experienced a crisis-like increase of the disease symptoms.

Manufacturer narrative:
Correction to outcomes attrib to adv event: required intervention to prevent permanent impairment/damage. Additional information was received that the patient had to take a lot of medication to combat the crisis-like increase of disease symptoms. Patient has been re-trained on proper charging, and has since been able to charge the ipg. All symptoms have subsided and patient is doing well. As the device involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However, a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient had difficulty charging and the ipg went into hibernation. It is suspected that the thermistor was triggered while charging as a result of high outside temperatures. During the time the patient ipg was in hibernation he experienced a crisis-like increase of the disease symptoms.